Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after running out of cgm sensors, during which the ilet continued insulin dosing based on entered glucose values until pump insulin delivery ceased when no sensor was connected, and a subsequent attempt to resume therapy was unsuccessful due to a kinked infusion cannula; the user did not administer backup insulin and was later treated in the hospital with an IV insulin drip before resuming ilet use thereafter. Symptoms included diabetic ketoacidosis and blood glucose above 400 mg/dl for approximately one day. Outcomes included emergency treatment with inpatient admission and recovery without known long-term effects. Investigation included user interview, review of product use, and provision of troubleshooting and education. Investigation of this case revealed hyperglycemia associated with absence of cgm connectivity, absence of insulin delivery for over 24 hours, and a bent infusion set cannula reported by the user. It was concluded that the event involved user management factors and an infusion site issue, with device function not verified due to lack of return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.